Manufacturer narrative:
Date of event updated : (B)(6) 2023.

Event description:
N/a

Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium at regulator. There was no patient involvement.

Manufacturer narrative:
This is a 2 part complaint, all parts were tested together and then individually. 1-the following investigation was performed by a technician of the failure analysis and testing department (fat) wayne, nj: the failure analysis and testing department received a pressure regulator with a reported failure of ¿helium leaked¿. Performed visual inspection of the pressure regulator per the cardiosave service manual part number and found no visual damage and the part looks to be in good condition. Installed the pressure regulator into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual, in an attempt to recreate the reported problem, the test was able to trigger the reported complaint of ¿helium leaked¿. The failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the pressure regulator has a large helium leakage. Retaining the pressure regulator in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. 2-the following investigation was performed by a technician of the failure analysis and testing department (fat) wayne, nj: the failure analysis and testing department received a high pressure transducer with a reported failure of ¿helium leaked¿. Performed visual inspection of the high pressure transducer per the cardiosave service manual part number and found no visual damage and the part is seen in good condition. Installed the high pressure transducer into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the service manual, in an attempt to recreate the reported problem. Found that all functions were normal. The test (20 minutes) did not trigger the reported problem of the ¿helium leaked¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the high pressure transducer in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The pressure transducer and helium regulator were leaking helium. The fse replaced the helium regulator and the pressure transducer. The fse performed a preventive maintenance (pm). The unit passed all functional and safety tests to factory specifications. The iabp was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium at regulator.